Event description:
It was reported that a pt underwent a sling procedure on an unknown date. After the surgery in the recovery room, the pt complained she could not move her legs. A neurologist was called a CT/MRI was performed which was normal. The pt stayed at the hosp for a couple of days and was also checked out by an orthopedist consultant and he confirmed all was normal. The pt was discharged to home. The surgeon saw the pt after six weeks. The pt complained that her right leg was fine but her left leg still hurt so the surgeon injected a steroid into the abductor muscle. Following the injection, the surgeon has not been contacted by the pt.

Manufacturer narrative:
Conclusion code: conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.